Event description:
The nurse of a (B)(6) female patient contacted a zoll territory manager to report that wires were exposed on the patient's electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled form the strain relief, damaging wires. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted form the strained cable. The patient received a replacement electrode belt.